Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked at proximal end. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one device was returned for evaluation. The device was noted to have kinks but these were determined to be incidental. An in house presto was used to inflated the device to nominal pressure, and the balloon was noted to maintain uniform shape and pressure. Therefore, the investigation is unconfirmed for the reported leak, as the device was noted to be inflated without issues. The definitive root cause for the reported leak could not be determined. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3. H11: b5, d4 (medical device lot number), h6 (device, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a venous thrombectomy procedure, the pta balloon allegedly ruptured. There was no reported patient injury.